Event description:
It was reported the reservoir was leaking at the o-rings inside the reservoir compartment. Troubleshooting was performed and no further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.